Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that the device was recovered on (B)(6) 2024 by a company representative. The device is providing therapy.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery wherein the ipg was not set to surgery mode. Next course of action is undetermined at this time.